Manufacturer narrative:
The customer's reported complaint of autopulse displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Visual inspection was performed and noted no damage upon receipt. During functional testing, user advisory (ua) 45 displayed upon powered on the device, thus confirming the reported complaint. The encoder drive shaft position was not within the normally acceptable range. Review of the archive data indicated user advisory (ua) 18 and (ua) 45 error messages were recorded around the reported event date. However, the (ua) 18 error is unrelated to the reported complaint. User advisory (ua) 18 (max take-up revolution exceeded) alerts the operator that either the patient was too small or there was no load change detected during take-up of the lifeband. Per the autopulse user guide instruction, (ua) 18 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4). .

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the screen panel. The user wasn't able to clear the error message. No patient involvement.